Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first firing, two clips came out of the device then the device was removed from the patient and it fired correctly. On the next firing a strange noise was heard and the clips came out crossed. There was no injury to the patient. Another device was used to complete the procedure. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts have been made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.